Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, required maintenance and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer (fse) ejected the cubie pockets and disconnected the trays from the row board cable. The fse then shut down the station and cleared debris from the drawer. The fse reconnected the trays and properly seated the pockets, ensuring normal operation was restored to resolve the issue. The system functioned as intended after the field service engineer repaired the device.